Manufacturer narrative:
The test reservoir/infusion set twists in properly into the reservoir tube threads. No anomaly noted when twisting in reservoir/infusion set into the reservoir tube threads. The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a scratched display window and cracked reservoir tube.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was performed. The device was returned for analysis.